Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code. It was noted that the green and blue light emitting diode (leds) lit constantly, and the epg self-test failed. It was determined at analysis that the red liquid crystal display (lcd) cable was broken. Additionally, the internal patient connector cable was cracked, and the hanger was worn, making it difficult to open or close. The main printed circuit board (pcb), lcd, patient connector, and hanger assembly were replaced. The epg then passed final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.